Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was acting strangely. When customer selects one option it took her somewhere else. Customer declined troubleshooting for power loss alarm. Customer stated that the back railing on the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.